Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards france affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, there were tracking difficulties with the commander delivery system. Therefore, it was decided to withdraw both the commander delivery system, and the esheath, but there was withdrawal difficulty due to a tear in the middle of the esheath shaft. The valve was partially deployed in the primitive iliac artery, and covered by a stent. There was no injury to the patient. The case was aborted with no valve implanted in the aortic annulus. Per report, the perceived root cause of this event was patient anatomy due to the very calcified and tortuous arteries and push force.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for difficult to track system through anatomy and difficulty to withdraw system with valve through sheath were unable to be confirmed due to no device or imagery was provide for evaluation. In this case, there was no allegation a device malfunction contributed to the reported event. As reported, 'it was not possible to reach the thoracic aorta artery due to tracking difficulty with the commander ds. As per medical opinion, the root cause of this event was patient anatomy due to the very calcified and tortuous arteries and lots of push force.' Per provided information, patient presented a very calcified and tortuous anatomy. Obstructive calcification may have prevented the advancement of delivery system. The valve may have interacted with calcium nodules in the advancement pathway and the system was unable to be progress further. Additionally, tortuosity (compounded with calcification) could create a challenging pathway while tracking the delivery system by presenting difficult non coaxial angles and/or physically constraining system manipulations, leading to the reported difficulty to track the system through anatomy. Available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported events. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. As reported, 'it was decided to withdraw both the commander ds and the esheath but there was withdrawal difficulty since the esheath shaft was completely teared on the middle part. The esheath damage was noted before attempting to retrieve the ds into the sheath. As per medical opinion, the root cause of this event was patient anatomy due to the very calcified and tortuous arteries and lots of push force.' The loss of sheath integrity can reduce the column strength of the shaft required to support delivery system withdrawal. If the shaft is collapsing during device removal, it can lead to withdrawal difficulty. In addition, calcification combined with tortuosity can created non coaxial withdrawing angles of the delivery system into the sheath, making the valve struts more susceptible to catch on the sheath shaft teared part, and further contributing to the reported withdrawal difficulties. Available information suggests that patient (calcification, tortuosity) and/or procedural (non coaxial withdrawal with crimped valve through damaged sheath) factors may have contributed to the reported events. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.